Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: ne u_unknown_prog, serial#: unknown, product type: programmer, physician. Product ID: 8780, serial/lot #: (B)(4), ubd: 19-apr-2020, UDI#: (B)(4). Product ID: neu_unknown_prog, serial/lot #: unknown, ubd: 19-apr-2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving gablofen (500 mcg/ml at 25 mcg/day) via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. It was reported that the patient had their pump implanted last tuesday ((B)(6) 2020) and since then had had many issues including the pump flipping; the patient being really flaccid and not being able to lift her legs or walk; and a blood patch that was done. The pump was flipped back over/revised and the gablofen was changed from 500 mcg/ml at 25 mcg/day to 250 mcg/ml at 12.5 mcg/day and the doctor decided not to program a bridge bolus but changed the programming to 250 mcg/ml at 12.5 mcg/day when the concentration was changed. No further complications have been reported as a result of this event.